Event description:
It was reported that the monitor did not alarm with either an audible signal or a red light on a vital parameter (ta). Patient with severe hypotension. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the monitor did not alarm with either an audible signal or a red light on a vital parameter (ta). Patient with severe hypotension. The device was in use on a patient. There was no report of patient or user harm. A philips field service engineer (fse) went to the customer site. Alarm tests were performed successfully with a ECG simulator. Several arrhythmias were provoked to verify the alarm. The engineer was unable to confirm the reported issue. The monitor was found to be working as intended, no trouble was found.